Event description:
A hospital staff reported that, during intraocular lens implant procedure there was problem with the injector. Additional information received that, during the progression of the implant in the injector, the bar of the injector did not engage the implant properly and it was damaged. The device did not touch the patient's eye. All the material and the implant were changed. No consequences for the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).